Event description:
It was reported that a patient experienced a breach in aseptic technique and acquired peritonitis coincident with peritoneal dialysis (pd) therapy. Nine days prior to receipt of this report, the patient was hospitalized for the first peritonitis event. The patient was treated with intraperitoneal (ip) ancef (dose and frequency not reported). The patient was discharged three days after admission; the ancef was discontinued thirteen days after discharge. Subsequently, the patient experienced recurrent peritonitis eighteen days after the first hospital discharge and presented to the clinic with cloudy effluent and abdominal pain. The next day the patient was hospitalized. The patient was treated with (ip) fortaz 1750 mg daily and (ip) gentamicin 44 mg daily. The cause of the peritonitis was a breach in aseptic technique. The patient was discharged four days after admission; the antibiotics were scheduled to be discontinued ten days after discharge. On an unknown date the patient retraining was performed. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(40. On (B)(6) 2014 (previously not reported), the patient experienced peritonitis. The patient experienced the first case of peritonitis and was hospitalized nine day later. Eight days after the hospitalization, the patient was discharged (previously reported as being initially hospitalized for 3 days). The patient was recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.